Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Customer's blood glucose level was 8.2 mmol/l. Customer started on the pump 3 months ago and has had problems ever since. Customer was manually injecting during the time of the call. Customer stated that the alarm always occurs during a bolus. Customer is slim and probably has les than an inch of fatty tissue. It was explained that troubleshooting for the alarm needs to occur at the time of the call. Customer was advised to call back. No further assistance required.